Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced, resistance was met with the mildly tortuous, heavily calcified, 85% stenosed anatomy resulting in the reported failure to advance. Interaction with the anatomy and/or manipulation of the device resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 85% stenosed, de novo lesion in the distal left anterior descending coronary artery (lad). The vessel was pre-dilated with a 2.0x12mm trek balloon dilatation catheter (bdc). The 2.5x12 mm xience xpedition stent delivery system (sds) failed to cross the target lesion due to the anatomy. While attempting to retrieve the sds, the stent dislodged in the anatomy. A bdc was used to retrieve the stent from the anatomy. A 2.5x15 mm xience xpedition successfully crossed and was implanted. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.